Event description:
It was initially reported by arjohuntleigh rep: arjohuntleigh received a complaint where it was indicated that during pt transfer from the chair the resident fell out of the sling. Nurses put in place the sling. The pt was raised up from the seat. Right back clip and right front clip (leg) were disconnected. Nurses were able to catch the resident and prevented her from falling. There was no consequence as a result of the event. The pt was a female who is very troubled and fitful (she moved a lot). Ref MFR report #9611530-2013-00098.